Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient had an artificial urinary sphincter (aus) placed and experienced retention post operation. He went to his local hospital emergency room and they placed a catheter that is believed to damage the system and potentially cause an infection. Patient experienced discomfort. Pump and balloon were explanted at an earlier date.